Event description:
The pt reportedly experienced sound percept problems and intermittency, followed by no lock between sound processor and the device. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The pt's ci device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.